Event description:
It was reported to boston scientific corporation that an obtryx ii system-halo device was implanted into the patient during a robotic-assisted laparoscopic abdominal sacrocolpopexy, cystoscopy, and mid-urethral sling placement procedure performed on (B)(6) 2019, for the treatment of vaginal vault prolapse, cystocele, rectocele, stress urinary incontinence, and urethral hypermobility. The patient tolerated the procedure well without apparent complications. She was then extubated and transferred to the post-anesthesia care unit in good condition. Following the procedure, the patient had refractory pelvic pain over the left arm of the mesh, reproducible upon palpation, and although the mesh has not been extruded, extrusion is palpably imminent. Given her symptoms, the patient wishes to have her mesh removed. On (B)(6) 2023, the patient underwent urethral sling removal and cystoscopy. During the procedure, a horizontal incision was then made in the vaginal epithelium over the sling, just distal to the erosion in the midline. The mesh was then dissected from the periurethral and perivesical tissue using a combination of blunt dissection and electrocautery until it was free at the level of the pubic bone's inferior ramus. A curved metzenbaum scissor was used to isolate the mesh from the pubic bone bilaterally, and the mesh was removed. Of note, the left side of the arm was very superficial, while the right side was quite deep; both arms were in different planes. Moreover, a cystoscopy was performed; the urethra was intact, the bladder was normal, and the ureters were orthotopic. There were no lesions or foreign bodies. Additionally, the patient was awakened from anesthesia and transferred to the recovery room in stable condition.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The physician who performed the revision surgery is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - has been used to capture the reported event of mesh erosion. The following imdrf impact codes capture the reportable events of: f1905 - has been used to capture the reported event of device revision.